Manufacturer narrative:
Additional information: catalog numbers - 72402106, 72402287. Serial/lot numbers: (B)(4). Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Should additional information becomes available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
Patient had an acticon neosphincter implanted on (B)(6) 2010. On (B)(6) 2010, this device was removed due to infection. It was stated that the device was still in working order at the time of the removal. The device has been requested to be returned for investigation.